Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 298 mg/dl. Customer stated that the pump was in their shirt and they might have been sweating. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.